Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') and device breakage ('I have small portion of my left tube left in me that contains the essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones confirmed via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') and device breakage ('I have small portion of my left tube left in me that contains the essure') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. The reporter commented: she will be having a laparoscopic hysto set for (B)(6) in order to remove the essure. Concerning the injuries reported in this case, the following one/ones confirmed via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) (MFR# 2951250-2019-11054) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter and age group added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') and device breakage ('I have small portion of my left tube left in me that contains the essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones confirmed via social media: device breakage. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.